Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 277791 on panther instrument sn (B)(4) which had questionable results. The positive samples had low rlus. All samples were collected from the same site and run in aptima vials, thus there was no sample transfer.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed 4 low positive samples, as well as some high negative samples. Hologic product applications specialist (pas) reviewed the logs and but could not confirm if the increase in low positive samples was related to reagent preparation or sample mishandling. Customer transferred samples to a lysis tube for repeat testing, which was against package insert (pi) by diluting samples; ts was unable to advise customer on reporting these results. Customer performed environmental swabs before and after cleaning, which were negative. No further issues reported. Hologic and FDA met on (B)(6), 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.